Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose was 592 mg/dl. It was unknown that customer using auto mode or not. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.